Event description:
Notification received from the patient indicated that total hip arthroplasty was performed (B)(6), 2009. Per the patient, the hip is dislocating while sitting, standing and/or walking. Patient also reports pain and heat in thigh muscles. No revision was reported. The patient's allegations are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert states: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Device remains implanted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-01122). This report filed on (B)(6) 2011.